Event description:
The customer reported that while the iabp was in use with a pt for six days, the iabp generated "autofill failure" alarm constantly. No evident of iab leak eas found. The iabp was replaced and the therapy was continued. No pt injury was reported.

Manufacturer narrative:
The pump was evaluated by the customer biomed. Several good faith efforts were made including visiting the facility to determine the serial number and evaluation results, but no info was retrieved from the customer. Since this facility does not use (B)(4) for services and the time laps of this complaint, no further evaluation can be made. (B)(4).